Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Physical review of the returned instrument found the device to be broken and not cracked as reported. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was cracked and was flagged by spd. No debris. Was not used in surgery. No missing parts. No further information available.

Event description:
It was reported that the instrument was cracked and was flagged by spd. No debris. Was not used in surgery. No missing parts. No further information available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Physical review of the returned instrument found the device to be broken and not cracked as reported. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.